Event description:
Customer reported to customer service that the ac adapter housing for her pump in style transformer broke off.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with the customer to obtain additional info regarding this event. The product involved in this complaint was not returned for evaluation/investigation however three attempts were made to the customer with no response. Therefore, no conclusion can be made as to the cause of the event at this time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional info or the original product be received, resulting the new, changed, or corrected info, a follow up report will be filed at that time.